Event description:
Philips received a complaint on the v60 ventilator, indicating that the user is getting a co2 re-breathing alarm. The device was not in use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: the remote service engineer (rse) recommended to the customer to complete a performance verification test (pvt). The customer advised the rse that the blower assembly can be heard and appears to be working. The rse informed the customer that the device may have a faulty flow sensor assembly. The customer stated that they would perform the pvt and replace the flow sensor assembly if needed. The customer provided in a good faith effort (gfe) response on 11/11/2022 that the device had been repaired and parts were replaced. No part information was provided to confirm the type of part replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.